Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the handset was taking forever to connect to the pump and confirmed that the handset was lagging at 90%. The patient stated that they just delivered a bolus at the start of the call so now their lockout of 4 hours was in effect. The agent reviewed and guided the patient through clearing the data after which the patient was able to connect to the pump without any lag. When asked for the event date, the patient said that they hadn't been using the device for about a month since the pain wasn't that bad and then said that they had just started using the device again about two weeks ago and that they had waited until they saw their healthcare provider yesterday before they started using the device again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating there was a delay when they requested a bolus for about the past month and a half. The pt stated that they cleared the data before about 3 months ago. Technical services (tss) walked the pt through clearing the patient therapy manager data. Pt verified that they were able to connect faster.